Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of snare loop detached.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used in the colon during a screening colonoscopy procedure performed on (B)(6) 2024. During the procedure, the wire separated at the tip of the snare. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.